Event description:
It was further reported that the rv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high right ventricle thresholds. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.